Event description:
Initial result for a pt calcium was 2.3 mg/dl. When repeated, the result was 7.4 mg/dl. The incorrect result was not used to guide therapy. The field service rep found a salt bridge on the faraday cage and repaired the instrument by cleaning the assembly.